Manufacturer narrative:
(B)(4). Date sent: 7/31/2024. D4: batch # unk. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device psee60a lot number a9du1n and no non-conformances were identified. Additional information was requested and the following was obtained: 1. Did the device lock-out (no staples deployed and no cut line started)? 2. Or did the device start to deploy staples and cut but could not be completed (partially fire)? 3. Or did the device fully fire and stop during the automatic knife return? Partially fired. 4. Was there any difficulty opening the device jaws? 5. If yes, what steps were taken to open the jaws. 6. If the jaws could not be opened, how was the device removed no.

Event description:
It was reported that during the surgery, could not fire farther after fired a little. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.